Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information changed the outcome from resolved without sequelae to ongoing.

Event description:
It was noted that the patient experienced positional abdominal stimulation. It was noted that the outcome was resolved without sequelae on (B)(6) 2013. It was noted that interventions included reprogramming on (B)(6) 2013. It was noted that diagnostic methods included examination and palpation. It was noted that the diagnostic results showed positional abdominal stimulation. It was noted that the event was related to the device or therapy and was not related to the implant procedure. It was noted that signs and symptoms included that the patient would receive a ¿shocking¿ if she was moving a lot. It was noted that stimulation could radiate into the lower abdomen and groin.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the last programming session only helped some. The patient refused device or interrogation at their next appointment. The patient had positional stimulation and shocking sensation and vibrations in their abdomen. Etiology was noted as due to programming.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(4) 2014. The patient reported that stimulation as better.